Event description:
It has been reported the pt had been experiencing discomfort and heating at the ipg pocket site. The pt went to the emergency room with their systems. The physician decided to explant the entire system. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.